Event description:
The hcp reported that a pt with spina bifida had undergone a urodynamic cystometrogram/pressure flow study in 2006. The patient returned to the clinic four days later with two blistering burn areas in the area where the electromyography (emg) patches had been placed. No further information has been made available from the hcp despite several attempts at follow-up for additional inforamtion.